Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lyhw, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient got the device implanted 2 days ago and they were told to check yesterday and was having trouble. They needed someone to walk them through using the patient programmer. The patient had trouble yesterday and either wasn¿t feeling it or it was going down their leg. The patient¿s symptoms of frequency were not being helped, they were the same as before implant, and they never had therapeutic effect. The patient programmer was synced with the implantable neurostimulator (ins) and it showed stimulation was on set on program 1 at 0.3v. Programs 2, 3, and 4 were all at 0.0v. The patient was not able to tell if the device was on and they turned stimulation up and then down. The patient was not currently with their friend or family member and they were unable to sync with the programmer. They were confused about the ins being on and the programmer being on. They were increasing stimulation because the patient was not feeling stimulation since implant and they patient had a return of symptoms since today and it was getting worse. The patient got up twice last night and they did not fall or have any trauma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved.